Event description:
It was reported that during an implant surgery of this inflatable penile prosthesis, a black hair like object was visualized on the reservoir upon opening the package. A new reservoir was opened and implanted to complete the surgery. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ipp reservoir was visually inspected and leak tested. No damage or abnormality was identified and the reservoir passed leak testing. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The reported device allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during an implant surgery of this inflatable penile prosthesis, a black hair like object was visualized on the reservoir upon opening the package. A new reservoir was opened and implanted to complete the surgery. No patient complications were reported.